Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient was having issues inflating the pump. The patient experienced a hard/sticky pump. During an in-office visit, the physician was able to pop the device to get it to function. The device then functioned, but would get hard again over time. During another visit, while the patient was under anesthesia, the physician cycled the pump and got it to work again, but the decision was made to remove and replace the pump with a titan classic pump.

Manufacturer narrative:
A titan touch pump was returned for evaluation. Microscopic examination and testing of the returned component revealed no functional abnormalities with the pump. The information received indicated there was difficulty inflating the device, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.